Event description:
The patient experienced an ICD discharge today followed by at least 15 to 20 further ICD discharges. He came immediately to the ER and had several witnessed discharges of his ICD at that time. The representative was called, the device was promptly shut off and his underlying rhythm appeared to be normal sinus rhythm. In evaluation of all three leads of the device, demonstrated extremely high impedance of the right ventricular lead of greater than 2500 ohms, which is compatible with lead fracture. Other abnormalities on interrogation of the device did demonstrate an elevated capture threshold of his left ventricular lead of 8 volts. All in all, this likely represents a lead fracture of the defibrillator lead, which has led to significant over sensing and multiple inappropriate discharges of the device. In addition, secondary to the multiple discharges of the device, the device now at battery end of life. The patient then underwent explant and replacement of the ICD generator and laser lead extraction x 3. Afterwards, the patient was taken to pacu in satisfactory condition having tolerated the procedure well.